Event description:
There was an allegation of questionable elecsys hcg+ss test system and elecsys estradiol iii assay results from the cobas e411 rack analyzer that did not match the clinical picture of the patients. Patient 1 initial hcg+ss result was 1.43 miu/ml, and the repeat result was 2891 miu/ml. Patient 2 initial hcg+ss result was 0.81 miu/ml, and the repeat result was 26.89 miu/ml. This sample was sent to another laboratory for testing on another cobas e analyzer using eclia and the result was 26 miu/ml. Patient 3 initial hcg+ss result was 1.30 miu/ml, and the repeat result was 54.78 miu/ml. The customer questioned one of the results because the same sample had given a result in the "1000s" miu/ml on (B)(6) 2026. Information was not provided to determine which sample. The repeat results were believed to be correct. Patient 4 initial estradiol result was >30000 pg/ml with a data flag, and the repeat result with a 1:10 dilution was >30000 pg/ml with a data flag. This sample was sent to another laboratory for testing on another cobas e analyzer using eclia and the result was 8288 pg/ml. None of the questionable results were reported outside of the laboratory.

Manufacturer narrative:
The hcg+ss reagent lot number was 86869605 with an expiration date of 31-oct-2026. The estradiol reagent lot number was 88086803 with an expiration date of 30-jun-2026. The field service engineer found a tip in the hcg+beta reagent pack and an issue with the sample nozzle. He had the customer install a new reagent pack, and he replaced the sample nozzle. He ran a system volume check and ran performance testing that was successful. The investigation determined that the service actions resolved the issue.